Event description:
Pump display was reported as frozen, but customer's blood glucose level at the time was not disclosed. Cts provided instructions for a pump reset, which did not resolve the issue, so the pump was replaced. Customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Cts confirmed necessary shipping details and instructed the customer on returning the faulty pump within ten days, which the customer acknowledged.